Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between the reported right ventricular dysfunction, lower pis, and heartmate 3 left ventricular assist system (lvas) could not be conclusively established through this evaluation. The reported events could not be confirmed through this evaluation. The heartmate 3 lvas instructions for use (IFU) lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system and provides an explanation of all pump parameters, including pulsatility index. The IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of device: 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that patient continued to have slow rise in cardiac rate (cr) and decreased urine output on lasix infusion; therefore, a right-heart cath (rhc) was ordered to re-evaluate hemodynamics. Rhc on (B)(6) 2017 revealed continued severe right ventricle (rv) dysfunction. It was reported that the rv dysfunction was possibly related to the lvad. Pulsativity index was lower and vad speed increased from 6000 rpm to 6400 rpm with some evidence of pump dysfunction. Patient was hospitalized and changes were made to the patient¿s medication. Inotropes and vasodilators were given to the patient. No additional information was provided.